Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. No date was given. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump was not exposed to any high magnetic fields. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.